Event description:
The reporter stated that the surgeon had inserted a silicone single piece toric lens model aa4203tl into pt's eye and noticed the lens was torn. The lens was removed without enlarging the incision. No pt injury. This is the first of two incidents that occurred for this same pt. See manufactures report number 2023826-2006-01121 for the second incident.

Manufacturer narrative:
A visual inspection of the returned product shows the lens is torn near plate haptic/optic junction. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.